Event description:
Following atherectomy treatment with a diamondback 360 coronary orbital atherectomy device (oad), a perforation, and a minor dissection were identified in the tortuous, highly calcified proximal left anterior descending coronary artery. Balloon angioplasty, and placement of a covered stent were performed to contain the perforation and complete the procedure. Following the procedure, the patient was being observed, and discharged. The patient was recently seen for a follow up appointment and doing well.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 11688.